Manufacturer narrative:
Date of event is estimated. Date of explant is unknown during processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had his ipg explanted on an unknown date. Patient also reported that ipg was inoperable and later during the explant it was discovered that the battery ruptured and was leaking.